Event description:
A minicap had fallen off of a transfer set. The minicap had been lost, but the home patient immediately went home and placed a fresh minicap onto the transfer set. The home patient had the transfer set changed on that night, and received prophylactic antibiotics (ancef, 2g intraperitoneal) and fortaz, 2g intraperitoneal) as a preventative measure. The home patient did not develop any symptoms, culture growth or rise in white blood cell count, and therefore, no patient injury due to the incident. The home patient has been using peritoneal dialysis since 08/2005, and the transfer set had been in place since 02/2006.